Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited unspecified oversensing. The ra lead was capped and replaced on (B)(6) 2025. The patient status was unknown.